Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology from the time of implant are unknown. It was reported that a CT scan was performed and it observed a proximal type I endoleak. The patient has not received treatment due to unrelated medical issues. A secondary intervention has not been scheduled yet. No clinical sequelae were reported and the patient is being monitored. Film review evaluation: review of cta¿s from 9 months post-implant revealed that the bifurcate is currently positioned within the angulated neck, approximately 5 ¿ 10mm below the lowest right renal artery. The approximate flow lumen diameter at the level of the celiac is 24mm, 24mm at the sma, 28mm at the left renal, and at the level of the right renal measures 27mm. The two most distally deployed suprarenal stents are opposed to the posterior wall of the angulated aortic neck; just below the level of the renal arteries. The remaining 4 suprarenal stents are near the level of the renals along the anterior wall of the neck. There appears to be a stent within the left renal artery. The proximal stent graft od (across the two lateral markers) measured 21mm. There is contrast seen beginning near the posterior wall at the top of the aneurysm sac, likely from a proximal type I endoleak. The max aaa diameter is 6cm. Both limbs are patent. Within the 23mm diameter distal aorta the contra limb is slightly compressed down to 7mm and the ipsi limb to 10mm. No other areas of stent compression is seen. The ipsi limb is positioned within the right common iliac artery, and the contra limb is placed into the left common iliac artery and has been extended into the left external iliac artery. The left common iliac is aneurysmal; 3cm maximum in diameter. The cause of the likely proximal type I endoleak cannot be determined. Earlier films post-implant were not available for review, and the anatomy at implant is unknown. Although the original location of the device at implant is unknown, it is possible that the stent graft may have migrated. It is possible that the current angulated proximal neck may have also contributed to the endoleak. This may have been caused by disease progression and morphology changes.

Manufacturer narrative:
(B)(4).